Event description:
This is a reprocessed stapler by orris. While the gun was turned to the closed position the top of the gun barrel separated. The gun was not fired on a pt (gastric bypass pt). This is the 4th ta stapler sterilized by orris that has separated this way.